Event description:
It was reported that the device had error code 110.6021. No patient involvement was reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key. Device history review: a review of the device history record for (B)(6) was performed from date of manufacture 04/23/2019 to present date 12/18/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device have been received. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had error code 110.6021. No patient involvement was reported.